Event description:
Multiple events over a period of time. The dexcom g7 does not keep bluetooth connection with omnipod pump. This leads to the omnipod delivering insulin when it should not. Causing many serious and unnecessary low blood glucose events. Furthermore, it leads to many high blood glucose events causing serious long term damage to my health.